Manufacturer narrative:
The returned pump was inspected for the cause of the low pump flow and biomaterial was found near the impeller and occluding the inflow cage. The cause of the low pump flow was biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. After a red alarm for high purge pressure/low purge flow at the 7th day of support team decides to replace the purge cassette. After some hours (approximately 7) same problem so the physicians decide to replace the impella catheter. They found large clot inside the inflow cage. Patient stable.